Event description:
Caller reported blood glucose results of 180 mg/dl, 200 mg/dl, and 80 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the sys, replacement was sent.